Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during fill tubing. The customer's blood glucose was unknown. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump alarmed no delivery with a manual prime. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed prime/a33, excessive no delivery and displacement tests. No excessive no delivery alarm during our testing. However, the insulin pump has minor scratched lcd window and cracked reservoir tube lip.